Event description:
It was reported that, "doctor used the xia ii screwdriver assembly to back a screw out and 2 of the 4 teeth - on tip of driver - broke off. The poly adjustment driver was used first, but did not yield enough torque as the screw was solidly engaged in dense bone. Ultimately the surgeon went back to the poly adjustment driver and was able to adjust screw depth."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.